Event description:
It was reported that the foot plug was not working properly. No adverse consequences were reported.

Manufacturer narrative:
Investigation by field technician determined that the footboard plug/connector was not functioning properly which resulted in no footboard function.